Manufacturer narrative:
(B)(4). Additional information: the sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A (B)(4) was initiated to address the reservoir rupture issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter that the reservoir of one (1) ce intermate lv 100 device had ruptured during filling. The device was being filled with normal saline when the rupture occurred. There was no patient involvement. No additional information is available. This is report 3 of 3 with the same reported problem from this facility.